Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial lead. The lead was being monitored. The patient was stable.

Event description:
New information received notes over-sensing was observed due to the noise.

Event description:
New information notes the right atrial lead was explanted and replaced. The patient was stable.